Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having seizure. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having seizure. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found evidence of unknown dust contaminant on the top of the blower box, on the pca, front panel, rear panel, o-ring on the rear panel iso port, bottom enclosure, blower, blower seal, and inside the blower box, a keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-153 on the error log. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with keratin-like substance on the blower box outlet and unknown dust contaminant on the top of the blower box, on the pca, front panel, rear panel, o-ring on the rear panel iso port, bottom enclosure, blower, blower seal, and inside the blower box was inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.